Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2015, there were 1262 ventricular sic, ventricular tachycardia (vt)-non sustained (ns), high rate-ns, and ventricular oversensing-noise detected episodes with lead noise oversensing; on (B)(6) 2015, the rv pacing impedance spiked to >3000 ohms up from a trend in the 300-500 ohm range and the rv lead integrity warning occurred on (B)(6) 2015 for two or more high rate-ns episodes and sic >= 30 in 3 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing with a high sensing integrity counter (sic) and a suspected lead fracture. The rv lead remains implanted, yet out of service, and was replaced. No patient complications have been reported as a result of this event.